Event description:
The device displayed a service indicator during the performance of the user test. The fault code logged into the device's error log indicates that the root cause of the failure was due to a failure of the h-bridge component on the therapy pcb assembly. A failure of this component could not result in a failure to deliver defibrillation therapy.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.